Event description:
Customer medical history: aneurysm, taking heart medication (zertex, norvasat, zoloft). Treated plantar wart located on bottom of right foot. Initial complaint was reported as canister valve stuck open and entire contents of canister sprayed on foot. Lot number of canister reported by customer dose not match co's lot numbering system. Customer sought medical attention (doctor's name/information unknown). Doctor cut loose skin off foot from broken blister. Customer reports that they were in a car accident and has no memory of any details. In 2004 the customer reports that the foot is still being taped up, and the dressing changed every night.